Event description:
It was reported that the patient ¿hit his head when he took a nose dive off the porch.¿ he broke his left little finger and sprained his left ring finger. The patient then began having trouble with double vision, but commented that it may be stress related. On the way back from the clinic the day prior to the report he realized he did not know how to turn the implantable neurostimulator (ins) off. He ¿could only turn one side off; the right side implant turned off, but not the left body side.¿ the patient was informed that if he turned one side off, the other was off as well because he only had one ins. He also stated that the right side of his body was ¿vibrating and 50% on the ins.¿ he pressed the ins on and off key and his right hand was ¿really shaky.¿ the patient turned the ins back on. He could not go any higher on the right side as he was maxed out at 3.50. The patient also had issues using the programmer as the screens he saw were different from the ones shown in the manual and dvd. It was eventually discovered that the patient¿s programmer was in icon mode, whereas the manual and dvd showed instructions based on text mode. The patient felt the materials should be updated to create less confusion. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v199170, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v118075, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_label_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient did not meet with their health care provider (hcp) but did speak with a manufacturer representative regarding the event, and now understood how their system works. The patient was not still having problems with their system.

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014.